Event description:
The customer stated that the system would lose power during the boot up process. There is no report of death or serious injury associated with the complaint. This resulted in a loss of imaging functionality.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The wires in power cord were evaluated and reseated. The system was tested and found to be working as intended and returned to service.